Event description:
We just received the four free covid tests distributed by the FDA. The original expiration date is 12/29/2023. The extended date is therefore 12/29/2024. That means that these tests will expire in about 2.5 months after receipt. Isn't it absurd to go to the expense of purchasing and distributing tests whose shelf life is less than three months? Reference report #mw5160989, #mw5160990, #mw5160992.